Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that cause was unknown at this time. The doctor turned the device off and was going to see if that make a difference. It was said no further action would be taken.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that that the patient had pain in the pocket site. The rep stated that the patient reported that it came on all of a sudden last week. The patient came I nto the clinic that day of the report to be seen by the physician and the manufacturer representative (rep). The rep mentioned that for any environmental/external/patient factors that may have led or contributed or led to the issue that the patient's device had been sutured in with silk non-absorbable sutures and that the patient had said that they had a previous surgery many years ago (not alleged to be related to the device/therapy,) and they had a delayed reaction to the sutures.  The rep noted that the impedance check was normal and that no interventions would be taken that day, though the patient was going to be scheduled for a removal. The issue was not resolved at the time of the report however the rep said that they would obtain further information from the health care professional (hcp) on (B)(6) 2021. No further complications were reported at this time.